Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. Treatment for the event was not reported. On the same date as onset of peritonitis, the patient was hospitalized. At the time of this report, the patient was recovering for the event and hospitalization was ongoin. Pd therapy was ongoing. No additional information is available.